Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on 12/18/2015, on behalf of the foreign patient to report that on (B)(6) 2015, the transmitter was out of range for an unspecified amount of time. It was reported that the patient had inserted the sensor at their thigh. No additional event or patient information is available. The complaint device was not returned. The complaint cannot be confirmed. It was stated that the sensor was inserted at the patient's thigh. It should be noted that the approved sensor insertion site is the abdomen.